Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition is identified in the labeling as a known potential adverse event(s) following icl implantation. H6: investigation type 4110: a lens work order search was performed. No additional similar complaint type events within associated lots were found. Claim: (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault with rotation, refractive change over time and blurred vision. The lens was repositioned and remains implanted. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.

Manufacturer narrative:
B5 - a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault with rotation, refractive change over time and blurred vision. The lens was repositioned. Per updated information, the lens was exchanged the patient is being monitored. It was also reported that "patient currently has suture", though it is unclear whether this is applicable to the initial lens or the replacement lens. Claim# (B)(4).